Event description:
A total hip arthroplasty was revised because of a fracture in the modular stem prosthesis.

Manufacturer narrative:
A review of the manufacturing device history record indicates the implants were manufactured to specification. Devices are undergoing engineering evaluation.

Manufacturer narrative:
Engineering evaluation noted that the fracture initiation appears to have occurred in the well-defined dark region on the lateral aspect of the distal taper, generally the area of maximum stress.

Event description:
Revision of hip components due to a fractured stem.